Event description:
It was reported that the balloon of this device burst while expanding another MFR's coronary stent. There has been no claim of injury related to this event. The device is being returned for analysis.